Event description:
Device malfunction; clip stuck in distal tip sheath tube. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure in the femoral artery after an interventional procedure. During removal of the device, the clip tines were found stuck in the distal tip of the sheath tube after all deployment steps had been performed. Hemostasis was achieved using manual compression. It was reported that there was no difficulty in removing the device from the artery. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.